Event description:
It was reported that the customer received a battery out limit and a button error alarm. The insulin pump got wet. His blood glucose level was 129 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. Visual inspection was performed no traces of moisture were noted on the electronic or motor assemblies. The device power up properly after the battery was installed, operating currents were within specification, and no battery out limit alarms noted. The device had minor scratches on the lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.